Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. An x-ray confirmed that the implantable pacing lead, placed for his pacing, dislodged. The lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.